Event description:
In 2009 at approx. 11:30 a.m., a female patient was to be transferred from the bed to the examination table of the angiography system using a so-called roller board. The bed was positioned side-by-side with the angiography table without a gap. The angiography table was automatically locked in place as usual. The two persons (mtras) responsible for the patient placed the mattress of the bed and the surface of the examination table with the mat on top at the same height. Then they pushed the roller board under the patient's back so that she was lying on the roller board with her sheet. The two mtras wanted to pull the sheet to place the patient on the table with a gliding motion. The bed sheet is pulled taut while one mtra is standing beside the bed on the right, and the other mtra stands to the left of the examination table. During transfer, the roller board glided a short distance from the bed to the examination table. The roller board "caught" on the thinner head piece of the table. The mtras usually remedied the "jam" by slightly lifting the board to complete the transfer. The examination table became unlocked during the transfer process. The over 100 kg patient could not be held with the sheet and subsequently fell to the floor between the examination table and the bed. This incident occurred in foreign country.

Manufacturer narrative:
A siemens technician was called, and inspected the system on the following day. The siemens technician stated he found signs of wear which could result in the corresponding locking mechanism coming out of the notch, thus causing the table to move under the tensile force. In 2009, siemens technician the angiography mta, that he had tightened screws (same day) with his colleagues due to the incident the month prior. One locking mechanism could not be unlocked due to wear. Swiveling of the table due to lateral pressure was intended by siemens. The mtas were not previously aware of this. The mtas had not previously witnessed swiveling of the table without previously unlocking the table manually. Siemens trained us in the system's functioning. During this training, which also included safety precautions, the mtas were not made aware of the fact that the table could swivel due solely to lateral pressure.